Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. A16626(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included elevated bp, seizures in 2012, ectopic pregnancy and cesarean section. Concurrent conditions included ovarian cyst and pelvic adhesions. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss"), headache ("migraines /headaches"), nausea ("nausea") and menstruation irregular ("irregular menstrual cycles"). In 2013, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), urticaria ("hives") and rash ("skin rashes"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy and multiple lysis of adhesions). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and back pain had resolved and the abdominal pain, migraine, urticaria, rash, vaginal haemorrhage, menorrhagia, alopecia, headache, nausea and menstruation irregular outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms . Diagnostic results: on (B)(6) 2015:surgical pathology report uterus, both tubes, tip of cervix left behind, portion of left tube separated. Mild chronic cervicitis right fallopian tube with mild hydrosalpinx. Left fallopian tube with hemosiderin laden macrophages. Right and left essure devices. Gross: two intact essure devices are present on the right and left sides located at the junction of the uterus and fallopian tubes . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Fu ptc declined by qa (no valid batch, no new ptc information). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 44-year-old female patient who had essure (batch no. A16626(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included elevated bp, seizures in 2012, ectopic pregnancy and cesarean section. Concurrent conditions included ovarian cyst, pelvic adhesions, morbid obesity, hyperlipidemia and acid reflux (oesophageal). Concomitant products included ibuprofen, nifedipine (nifedipin) and omeprazole. On (B)(6) 2012, the patient had essure inserted. In 2012, 1 month 1 day after insertion of essure, the patient experienced migraine ("migraine headaches"), alopecia ("hair loss"), headache ("migraines /headaches"), nausea ("nausea") and menstruation irregular ("irregular menstrual cycles"). In 2012, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding( vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On the same day, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced loose tooth ("loose teeth") and gingival bleeding ("bleeding gums"). On (B)(6) 2013, the patient experienced rash ("skin rashes/ rashes"), immunodeficiency ("weakened immune system"), dermatitis contact ("allergic to band-aids"), weight increased ("weight gain"), abdominal distension ("extended abdomen due to bloating") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), urticaria ("hives") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy and multiple lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, back pain, nausea, abdominal distension and fatigue had resolved, the abdominal pain, migraine, alopecia, headache, immunodeficiency and vulvovaginal pain was resolving and the urticaria, rash, vaginal haemorrhage, menorrhagia, menstruation irregular, dermatitis contact, loose tooth, gingival bleeding, weight increased and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, gingival bleeding, headache, immunodeficiency, loose tooth, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, rash, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. On (B)(6) 2015:surgical pathology report. Uterus, both tubes, tip of cervix left behind, portion of left tube separated. Mild chronic cervicitis. Right fallopian tube with mild hydrosalpinx. Left fallopian tube with hemosiderin laden macrophages. Right and left essure devices. Gross: two intact essure devices are present on the right and left sides located at the junction of the uterus and fallopian tubes. Most recent follow-up information incorporated above includes: on 14-aug-2018: pfs received. Reporter's information was updated. Events added: weakened immune system, allergic to band-aids, weight gain, extended abdomen due to bloating,loose teeth, bleeding gums, vaginal discharge, fatigue, vaginal pain. Outcome of following events were updated from unknown to recovering/resolving: pain, migrans, headaches, weekend immune system, hair loss and outcome updated from unknown to recovered/resolved: fatigue, bloating, nausea. Concomitant conditions and concomitant drugs were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. A16626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included elevated bp, seizures in 2012, ectopic pregnancy and cesarean section. Concurrent conditions included ovarian cyst and pelvic adhesions. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss"), headache ("migraines /headaches"), nausea ("nausea") and menstruation irregular ("irregular menstrual cycles"). In 2013, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), urticaria ("hives") and rash ("skin rashes"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy and multiple lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and back pain had resolved and the abdominal pain, migraine, urticaria, rash, vaginal haemorrhage, menorrhagia, alopecia, headache, nausea and menstruation irregular outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms diagnostic results: on (B)(6) 2015:surgical pathology report uterus, both tubes, tip of cervix left behind, portion of left tube separated. Mild chronic cervicitis right fallopian tube with mild hydrosalpinx. Left fallopian tube with hemosiderin laden macrophages. Right and left essure devices. Gross: two intact essure devices are present on the right and left sides located at the junction of the uterus and fallopian tubes most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received: events vaginal bleeding,menorrhagia,hair loss,migraines,nausea,pelvi pain,irregular menstrual cycles, device monitoring error are added. Lot number added. Lab data updated. Concomitant & historical conditions,drugs are added. Patient, product& reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 44-year-old female patient who had essure (batch no. A16626(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included elevated bp, seizures in 2012, ectopic pregnancy and cesarean section. Concurrent conditions included ovarian cyst, pelvic adhesions, obesity, hyperlipidemia and acid reflux (oesophageal). Concomitant products included ibuprofen, nifedipine (nifedipin) and omeprazole. In 2012, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding( vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 1 month 1 day after insertion of essure. In 2012, the patient experienced migraine ("migraine headaches"), alopecia ("hair loss"), headache ("migraines /headaches"), nausea ("nausea") and menstruation irregular ("irregular menstrual cycles"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced loose tooth ("loose teeth") and gingival bleeding ("bleeding gums"). On (B)(6) 2013, the patient experienced rash ("skin rashes/ rashes"), immunodeficiency ("weakened immune system"), dermatitis contact ("allergic to band-aids"), abdominal distension ("extended abdomen due to bloating") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain"), urticaria ("hives"), vulvovaginal pain ("vaginal pain"), amnesia ("memory loss problems") and disturbance in attention ("concentration"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy and multiple lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, back pain, nausea, abdominal distension and fatigue had resolved, the abdominal pain, migraine, alopecia, headache, immunodeficiency, vulvovaginal pain, amnesia and disturbance in attention was resolving and the urticaria, rash, vaginal haemorrhage, menorrhagia, menstruation irregular, dermatitis contact, loose tooth, gingival bleeding, weight increased and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, dermatitis contact, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, gingival bleeding, headache, immunodeficiency, loose tooth, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, rash, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. On (B)(6) 2015:surgical pathology report. Uterus, both tubes, tip of cervix left behind, portion of left tube separated. Mild chronic cervicitis right fallopian tube with mild hydrosalpinx. Left fallopian tube with hemosiderin laden macrophages. Right and left essure devices. Gross: two intact essure devices are present on the right and left sides located at the junction of the uterus and fallopian tubes concerining the injuries reported in this cases the following events were reported via social media: amnesia and disturbance in attention. Most recent follow-up information incorporated above includes: on 19-nov-2018: social media received : the following events were added: amnesia and concentration. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), back pain ("lower back pain"), urticaria ("hives"), rash ("skin rashes") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent hysterectomy to remove essure device). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, migraine, back pain, urticaria, rash and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.